Manufacturer narrative:
Litigation papers allege after patients surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. It is also alleged as a result, patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. It is further alleged patient also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is also alleged patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2003 - dor: none reported. (Left side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege after pt's surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood and tissue and bone surrounding the implant. It is also alleged as a result, pt has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. It is further alleged pt also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is also alleged pt will likely need to undergo revision surgery to replace the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege after patient's surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. It is also alleged as a result, patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. It is further alleged patient also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is also alleged patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2003 - dor: none reported (left side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found one other reported incident against one of the reported lot numbers since release for distribution. However the incidents were not related. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Update - patient was revised on (B)(4) 2012 to address dislocation. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege after patient' surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. It is also alleged as a result, patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. It is further alleged patient also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is also alleged patient will likely need to undergo revision surgery to replace the implant. Patient is a resident of (B)(6). Update - patient was revised on (B)(6) 2012 to address dislocation.

Manufacturer narrative:
Additional information has been received; therefore, the investigation has been reopened. Depuy will notify the FDA of the outcome of the investigation as soon as it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/30/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocation, particulate debris, and lab results from (B)(6) 2011 indicated metal ions levels were below 7ppb. The stem isn't being added at this time. The medical records also indicated a previous acetabular fracture, but at this time there is not information that points to product failure. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/21/2015.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, ppf alleges dislocation with closed reduction.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.